Event description:
It was reported that during repair, the handpiece exceeded maximum temp during testing. There were no adverse consequences associated with this event.

Manufacturer narrative:
The device has been received at the MFR for repair. An initial eval was conducted and the handpiece was found to have gritty bearings. A f/u report will be submitted after the quality investigation is complete.